Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer needs a replacement door seal sent out under the lifetime warranty. Seal is coming apart from the door and the door will not close tightly enough to fill with water.